Event description:
It was reported to resmed that a system fault was observed on an astral device when ventilation was started. There was no patient injury reported as a result of this incident. Ref MFR 3004604967-2014-00056.